Manufacturer narrative:
No investigation of the device can be carried out because the IV administration set will not likely be returned for evaluation.

Event description:
On (B)(6) 2024, infutronix received a report that an IV administration set had a " filter issue - leaking issue discovered during infusion ". The infusion cannot resume without causing delay in treatment. No patient was harmed.